Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013 and endothelium cell loss was observed on (B)(6) 2013. The lens was explanted on (B)(6) 2015. The post-op bcva was 20/25. See MFR# 2023826-2015-01146 for the other eye.